Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by an online news article that some implantable cardioverter defibrillators (ICD) and cardiac resynchronization therapy defibrillators (crt-d) are vulnerable to hacking. According to the article there had ¿not been a cyperattack or privacy breach.¿ the devices remain in use. No patient complications have been reported as a result of this event.